Event description:
It was reported that during a right coronary artery stenting procedure, with routine post-dilatation of an xpedition stent, a nc trek balloon dilatation catheter (bdc) was advanced to the lesion. The physician states that as he locked the syringe into the nc trek device to inflate the balloon, it felt smooth and would not luer lock as it should. With inflation there was fluid coming from the connection between the syringe and nc trek device. The nc trek bdc was removed without difficulty and a non-abbott bdc was used successfully for the procedure. Reportedly, this has occurred a "few" times over the last two weeks. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported leak and loose connection could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) preparation for use section states: inspect all product prior to use. Examine the dilatation catheter for bends, kinks, or other damage. Do not use if the package is open or damaged, or if the product is damaged. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.